Event description:
A healthcare worker experienced a burning sensation with whiteness of the skin on her two fingers and palm of left hand after touching items from a completed load. The symptoms resolved within one day. The vaporizer plate was not in place at the event onset.